Event description:
On (B)(6) 2022, during device testing, the autopulse li-ion battery (sn (B)(4) was unable to power on the autopulse platforms. The status leds on the battery illuminated 4 green lights, indicating it is fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr is covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion and corrective action plan.